Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - it was reported this lead was dislodged and successfully repositioned in (B)(6) 2016. In (B)(6) 2018 there was a sudden increase in impedance. Then in (B)(6) 2018 the patient received an inappropriate shock due to oversensing. The lead was explanted. An implant date was not reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The analysis of the lead showed ligature markings about 27 cm distal of the is-1 connector pin. Further inspection showed multiple signs of abrasion along the lead. Especially about 33 cm distal of the is-1 connector pin, the insulation was severely damaged by squashing and fraying. In this area, the coating of the rope conductors to the ring electrode and to the rv shock electrode showed damages. The rope conductor to the ring electrode was fractured at this site, which was confirmed in the electrical analysis. These damages most likely led to the clinical observations. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection also showed deformations of the proximal shock coil and a bent fixation screw, which were most likely results of the explantation procedure. During the mechanical analysis, a mandrin could be inserted into the lead only up to 33 cm. For this reason, the fixation mechanics could not be tested. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.